Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my coils were never found"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in an adult female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *pathology didn't find essure, plaintiff underwent x-ray- they didn't see coils anywhere inside me. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), raynaud's phenomenon ("raynauds syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced palpitations ("heart palpitations") and visual impairment ("vision deterioration"). In (B)(6) , the patient experienced tooth fracture ("cracked molars") and toothache ("tooth pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expelled vaginally during the procedure."), depression ("depression"), anxiety ("anxiety"), adhesion ("adhesions"), paraesthesia ("tingling in my fingers"), hypoaesthesia ("numbness in my fingers"), sensitivity of teeth ("severe tooth sensitivity"), headache ("headache"), neck pain ("constant pain in my neck and shoulders"), musculoskeletal pain ("constant pain in my neck and shoulders"), scar ("scar tissue on my right side") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/ bilateral ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, device expulsion, depression, anxiety, adhesion, raynaud's phenomenon, paraesthesia, hypoaesthesia, scar, vaginal haemorrhage and back pain outcome was unknown, the pelvic pain, sensitivity of teeth, headache, neck pain, musculoskeletal pain, menorrhagia, palpitations, dysmenorrhoea and visual impairment had resolved and the tooth fracture and toothache was resolving. The reporter considered adhesion, anxiety, autoimmune disorder, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, musculoskeletal pain, neck pain, palpitations, paraesthesia, pelvic pain, raynaud's phenomenon, scar, sensitivity of teeth, tooth fracture, toothache, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: it was reported that she had total hysterectomy leaving ovaries on (B)(6). The pathology didn't find her essure coils and she needed her to come for x-ray and she couldn't wrap her brain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Lot number added. Event onset dates added. Event onset dates added. Event outcomes updated. Event dental issues was replaced with cracked molars. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), heart palpitations, dysmenorrhea (cramping), vision deterioration, tooth pain, tooth sensitivity and lower back pain added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my coils were never found"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in an adult female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, chronic cervicitis and nabothian cyst. *pathology didn't find essure, plaintiff underwent x-ray- they didn't see coils anywhere inside me. In 2008, the patient experienced raynaud's phenomenon ("raynauds syndrome"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced palpitations ("heart palpitations") and visual impairment ("vision deterioration"). In 2013, the patient experienced tooth fracture ("cracked molars") and toothache ("tooth pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expelled vaginally during the procedure."), depression ("depression"), anxiety ("anxiety"), adhesion ("adhesions"), paraesthesia ("tingling in my fingers"), hypoaesthesia ("numbness in my fingers"), sensitivity of teeth ("severe tooth sensitivity"), headache ("headache"), neck pain ("constant pain in my neck and shoulders"), musculoskeletal pain ("constant pain in my neck and shoulders"), scar ("scar tissue on my right side"), back pain ("lower back pain"), mood swings ("mood swing"), hot flush ("hot flash"), night sweats ("night sweat"), coital bleeding ("post-coital bleeding") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/ bilateral ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, device expulsion, depression, anxiety, adhesion, raynaud's phenomenon, paraesthesia, hypoaesthesia, scar, vaginal haemorrhage, back pain, mood swings, hot flush, night sweats, coital bleeding and myalgia outcome was unknown, the pelvic pain, sensitivity of teeth, headache, neck pain, musculoskeletal pain, menorrhagia, palpitations, dysmenorrhoea and visual impairment had resolved and the tooth fracture and toothache was resolving. The reporter considered adhesion, anxiety, autoimmune disorder, back pain, coital bleeding, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, mood swings, musculoskeletal pain, myalgia, neck pain, night sweats, palpitations, paraesthesia, pelvic pain, raynaud's phenomenon, scar, sensitivity of teeth, tooth fracture, toothache, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: it was reported that she had total hysterectomy leaving ovaries on (B)(6). The pathology didn't find her essure coils and she needed her to come for x-ray and she couldn't wrap her brain. 3 coils noted and on the left side there were 4 coils noted to be extending into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received, reporter added, aka added, events added- mood swing, hot flash, night sweat, post coital bleeding, muscle pain. Events onset date added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorders") and raynaud's phenomenon ("raynauds syndrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expelled vaginally during the procedure."), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues"), adhesion ("adhesions"), raynaud's phenomenon (seriousness criterion medically significant), paraesthesia ("tingling in my fingers"), hypoaesthesia ("numbness in my fingers"), sensitivity of teeth ("severe tooth sensitivity"), headache ("headache"), neck pain ("constant pain in my neck and shoulders"), musculoskeletal pain ("constant pain in my neck and shoulders") and scar ("scar tissue on my right side"). The patient was treated with surgery (she underwent laparoscopic assisted vagina hysterectomy leaving ovaries to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, autoimmune disorder, depression, anxiety, tooth disorder, adhesion, raynaud's phenomenon, paraesthesia, hypoaesthesia and scar outcome was unknown and the sensitivity of teeth, headache, neck pain and musculoskeletal pain had resolved. The reporter considered adhesion, anxiety, autoimmune disorder, depression, device expulsion, genital haemorrhage, headache, hypoaesthesia, musculoskeletal pain, neck pain, paraesthesia, pelvic pain, raynaud's phenomenon, scar, sensitivity of teeth and tooth disorder to be related to essure. The reporter commented: it was reported that she had total hysterectomy leaving ovaries on 4/3. The pathology didn't find her essure coils and she needed her to come for x-ray and she couldn't wrap her brain. Pathology didn't find essure, plaintiff underwent x-ray- they didn't see coils anywhere inside me. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Per plaintiff fact sheet following events: raynaud¿s syndrome, tingling in my fingers, numbness in my fingers, severe tooth sensitivity, headache, constant pain in my neck and shoulders, scar tissue on my right side, expelled vaginally during procedure were added. She had recovered from following events: severe tooth sensitivity, headache and constant pain in my neck and shoulders. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coils were never found/coils were not in my fallopian tube'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune disorders'), dental necrosis ('nerves in my tooth were already dead'), tooth abscess ('phoenix abscess') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, chronic cervicitis and nabothian cyst. *pathology didn't find essure, plaintiff underwent x-ray- they didn't see coils anywhere inside me. Concurrent conditions included nystagmus. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced raynaud's phenomenon ("raynauds syndrome"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced palpitations ("heart palpitations") and visual impairment ("vision deterioration/eyesite deterioted"). In 2013, the patient experienced tooth fracture ("cracked molars/cracked 3 molars in half clenching teeth") and toothache ("tooth pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expelled vaginally during the procedure."), depression ("depression"), anxiety ("anxiety"), adhesion ("adhesions"), paraesthesia ("tingling in my fingers"), hypoaesthesia ("numbness in my fingers"), hyperaesthesia teeth ("severe tooth sensitivity"), headache ("headache"), neck pain ("constant pain in my neck and shoulders"), musculoskeletal pain ("constant pain in my neck and shoulders"), scar ("scar tissue on my right side"), back pain ("lower back pain"), mood swings ("mood swing"), hot flush ("hot flash"), night sweats ("night sweat"), coital bleeding ("post-coital bleeding/bleeding after sex"), myalgia ("muscle pain"), oesophageal spasm ("esophagus spasm"), bladder spasm ("bladder spasm"), fibrocystic breast disease ("fibrocystic breast disease"), breast mass ("painful lumps would come and go with my cycles"), swelling ("gland in my neck swelled to the point where I couldn't swallow water"), dental necrosis (seriousness criterion medically significant), tooth abscess (seriousness criterion medically significant), menopause ("perimenopause"), dry eye ("dry eyes"), abdominal distension ("stomach bloat"), arthritis ("inflammation in my neck & shoulders/chronic inflammation of neck & shoulder muscle"), arthralgia ("hip pain"), systemic lupus erythematosus (seriousness criterion medically significant), feeling abnormal ("brain fog"), alopecia ("hair loss"), constipation ("constipation"), ovarian cyst ("ovarian cyst/cyst on both ovaries"), bladder pain ("cramping when I pee") and dizziness ("dizziness/lightheaded") and was found to have human papilloma virus test positive ("tested positive for low risk hpv") and hormone level abnormal ("hormone levels were still low"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy/ bilateral ovarian cystectomy and root canal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, device expulsion, depression, anxiety, adhesion, raynaud's phenomenon, paraesthesia, hypoaesthesia, scar, vaginal haemorrhage, coital bleeding, myalgia, human papilloma virus test positive, oesophageal spasm, bladder spasm, fibrocystic breast disease, breast mass, dental necrosis, menopause, hormone level abnormal, systemic lupus erythematosus, feeling abnormal, alopecia, constipation, ovarian cyst and dizziness outcome was unknown, the pelvic pain, hyperaesthesia teeth, headache, neck pain, musculoskeletal pain, menorrhagia, palpitations, dysmenorrhoea, visual impairment, back pain, mood swings, hot flush, night sweats, abdominal distension, arthritis and arthralgia had resolved and the tooth fracture and toothache was resolving. The reporter considered abdominal distension, adhesion, alopecia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bladder pain, bladder spasm, breast mass, coital bleeding, constipation, dental necrosis, depression, device dislocation, device expulsion, dizziness, dry eye, dysmenorrhoea, feeling abnormal, fibrocystic breast disease, genital haemorrhage, headache, hormone level abnormal, hot flush, human papilloma virus test positive, hyperaesthesia teeth, hypoaesthesia, menopause, menorrhagia, mood swings, musculoskeletal pain, myalgia, neck pain, night sweats, oesophageal spasm, ovarian cyst, palpitations, paraesthesia, pelvic pain, raynaud's phenomenon, scar, swelling, systemic lupus erythematosus, tooth abscess, tooth fracture, toothache, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: it was reported that she had total hysterectomy leaving ovaries on 4/3. The pathology didn't find her essure coils and she needed her to come for x-ray and she couldn't wrap her brain. 3 coils noted and on the left side there were 4 coils noted to be extending into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: . Concerning the injuries reported in this case, the following one were reported via social media: human papilloma virus test positive, oesophageal spasm, bladder spasm, fibrocystic breast disease, breast mass, swelling, dental necrosis, tooth abscess, menopause, hormone level abnormal, dry eye, abdominal distension, arthritis, arthralgia, systemic lupus erythematosus, feeling abnormal, alopecia, constipation, ovarian cyst, bladder pain and dizziness. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. New events were added: tested positive for low risk hpv, esophagus spasm, bladder spasm, fibrocystic breast disease, painful lumps would come and go with my cycles, gland in my neck swelled to the point where I couldn't swallow water, nerves in my tooth were already dead, phoenix abscess, perimenopause, hormone levels were still low, dry eyes, stomach bloat, inflammation in my neck & shoulders/chronic inflammation of neck & shoulder muscle, hip pain, lupus, brain fog, hair loss, constipation, ovarian cyst/cyst on both ovaries, cramping when I pee and dizziness/lightheaded. Outcome of the events were changed from unknown to recovered: lower back pain, mood swing, hot flash and night sweat. Reporter information, medical history and treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues"), autoimmune disorder (seriousness criterion medically significant) and adhesion ("adhesions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, tooth disorder, autoimmune disorder and adhesion outcome was unknown. The reporter considered adhesion, anxiety, autoimmune disorder, depression, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.